Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height enhanced drawers 2.1 and 2.2 were off the bus. A field service engineer (fse) opened back panel and found heartbeat light on pyxie bus module board was blinking for drawer 2.2. Further the fse powered station off and reseated the row board cable and the damaged retractor band for drawer 2.2 was also replaced and the drawer were tested in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the entire drawer was not detected on the bus, preventing normal drawer operation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.